Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. 6570-0-136, 66412502, delta v-40 ceramic head 36/0: it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that patient's right hip was revised. Patient's case sheet indicated a pre-op diagnosis of "superficial surgical site infection" (infecting microorganism and possible vector(s) of infection not reported). Head and liner were exchanged with irrigation and debridement.